Event description:
Medical assistant administered flu vaccine.after removing the needle from the patient's arm, she tried to recap the needle, when she applied pressure to recap, the stat lock sheered off the top of the pre-filled syringe due to the needle not recapping properly therefore leaving small/sharp pieces of the syringe exposed.FDA safety report ID# (B)(4).